Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that over the last few months, decreased sensing and high capture were observed on the right ventricular lead. The patient had fallen a few months ago. The lead was explanted and replaced. Patient's condition was stable.

Event description:
It was reported that the lead was damaged during the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.